Event description:
A distributor contacted stryker to report that their device provided voice prompts in the incorrect language when the device was powered on. Without proper voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that their device provided voice prompts in the incorrect language when the device was powered on. Without proper voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker determined the device was delivered with the intended language primary and secondary settings and these were later modified. During this modification a software anomaly caused the primary language to default to the what had been intended to be the secondary language. The customer was provided with a replacement device to resolve this issue.